Event description:
It was reported that pump screen was on, but the display remained black. Customer tried multiple troubleshooting steps with technical support, including pressing button, plugging pump into known working charger, and repeating start-up attempts, but pump still did not power on. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump, confirmed customer would use multiple daily injections as backup insulin therapy.